Event description:
It was reported that the patient experienced a low flow alarm on (B)(6) 2023. Low flow events were noted on (B)(6) 2023 and (B)(6) 2023 but were not sustained long enough to trigger the alarm. The patient was asymptomatic at the time of these alarms. The patient was admitted on (B)(6) 2023 for low hemoglobin and hematocrit. The low flow alarms and low hemoglobin and hematocrit were resolved after the patient received a blood transfusion. The patient was scoped to check for a bleeding source, but none was found. The patient is noted to have ischemic colitis which was likely the cause.

Manufacturer narrative:
Manufacturer's investigation conclusion. A review of the account¿s submitted log files confirmed low flow events which the account attributed to the patient¿s low hemoglobin and hematocrit (h&h) levels and ischemic colitis. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Transient low flow faults were captured between (B)(6) 2023 and (B)(6) 2023 when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). One of these faults lasted at least 10 seconds and resulted in a low flow hazard alarm. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.